Manufacturer narrative:
The lead was returned due to unable to implant. Final analysis was normal. No anomalies were found.

Event description:
New information received notes that the left ventricular lead was unable to be implanted due to patient anatomy and there was no malfunction.

Event description:
Related manufacturing reference number: 2017865-2021-12936. It was reported that the left ventricular lead exhibited high capture threshold. The right atrial lead had to be explanted to gain access to the left ventricular lead but there was no malfunction reported on the right atrial lead. The leads were explanted and replaced. The patient was in stable condition. New information received notes that a left ventricular lead was attempted to be implanted but was not used due to unknown reasons.